Event description:
It was reported that during an interventional procedure to the circumflex artery with heavy tortuosity, heavy calcification and an unusual takeoff of 90 degrees, the asahi prowater flex 180 guide wire was advanced through the lesion. The 2.5 x 15 mm trek rx balloon dilatation catheter was advanced, inflated and deflated. On withdrawal of the balloon catheter, the trek and prowater felt stuck together. All devices were removed from the patient. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review will not be performed. A follow-up report will be submitted with all additional relevant information. The asahi, indicated is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for evaluation. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. There was no report of any damage observed to the device during inspection prior to use, which may suggest that a product deficiency did not contribute to the reported difficulties. The lesion was also heavily tortuous and heavily calcified, which may have contributed to the reported difficulty. Since no resistance was initially reported during advancement to the lesion, this suggests that the clearance between the catheter and the guide wire may have been reduced after inflation of the balloon, thereby contributing to the reported resistance. The design of low-profile products has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as during high-pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, or if there is coagulation of blood or contrast in the lumen of the catheter, the clearances can be reduced to an undesirable level. However, as the product was discarded by the account, it was not returned for analysis and may have assisted in the investigation. The guide wire used during the procedure was also not returned, which may have further aided the investigation. Based on the information provided and without the devices to examine, a definitive cause for the reported complaint cannot be determined. All dilatation catheters are visually inspected and checked for proper mandrel movement online during the manufacturing process. A sampling of units is also destructively tested to verify guide wire movement. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the product was not returned for analysis and the lot number was not reported.